Event description:
It was reported that a patient underwent a breast augmentation revision surgery with 425cc mentor memorygel breast implants. Post-operatively, the patient experienced a rupture of her right prosthesis, which was confirmed via ultrasound. It was also reported that the patient experienced an infection in her right breast and that her implant shell had begun to extrude through her skin. As a result, the patient is scheduled for removal surgery on december 01, 2023. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explant: (B)(6) 2023. Reason for device explant and/or reoperation: device extrusion, rupture, wound infection. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 10, 2024, mentor received additional information. The patient's prosthesis was removed intact. As such, rupture is no longer applicable. The underwent bilateral replacement with 475ccc mentor memorygel breast implants. The patient experienced baker grade ii capsular contracture of the right breast and capsular contracture of an unspecified baker grade in the left breast. As such, a second file was generated to document the patient's concomitant prosthesis. Refer to manufacturing report number: 1645337-2024-01101 for the contralateral event. On january 22, 2024, mentor added the following information to the existing device evaluation summary. Updates to device evaluation summary: mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. On january 31, 2024, mentor became aware that the side of implantation was inadvertently misreported in the initial report. This report (serial number: (B)(6) is for the patient's left prosthesis. Manufacturer¿s reference number: (B)(4) in the initial report, (mwr: (B)(4) b5: event description should have indicated that the patient's complications occurred in her left breast.

Manufacturer narrative:
On december 22, 2023, mentor received the device for evaluation as well as additional information. Date of explant was updated to (B)(6) 2023. On january 02, 2024, mentor completed a visual inspection and leak testing of the returned device. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior view measuring less than 0.1 cm. As the authorization form for examination was not received the product evaluation lab couldn't identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).